Event description:
Info received indicates the bed would occasionally drift down over time.

Manufacturer narrative:
The technician cleaned the hi/low shaft but the issue remained. He replaced the ball screw assembly to repair the bed.